Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2012 to remove excess skin overgrowth from around the abutment. The procedure was accomplished under general anesthesia in the physician's office.

Manufacturer narrative:
Per the clinic, the patient underwent a skin excision surgery, due to skin overgrowth near the abutment, on (B)(6), 2013.this report is filed july 9, 2013.

Manufacturer narrative:
(B)(4): implanted device remains.